Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. It was noted that the device battery monitoring voltage was 2.80 volts and application of a magnet elicited no response which indicated a lower than expected battery voltage. The device case was opened to facilitate examination of the internal components. The device battery was removed and replaced with an external power source. A high current condition was identified. Detailed analysis of the device hybrid was undertaken. During probing of the hybrid, the high current condition disappeared. The hybrid was unfolded and microscopic analysis did not identify any conditions that would have caused or contributed to the identified high current drain. The hybrid was tested in many different conditions, at many different temperatures and the high current drain could not be reproduced. Analysis confirmed the inability to interrogate this device and identified a high current drain; however the root cause could not be identified.

Event description:
It was reported that this device was explanted following an inability to interrogate or produce a magnet response: the physician suspect an early battery depletion root cause. The explanted unit was later returned for analysis. No resulting adverse patient effects were reported.

Manufacturer narrative:
Following completion of analysis, a supplemental report will be completed.

Event description:
It was reported that this device was explanted following an inability to interrogate or produce a magnet response: the physician suspect an early battery depletion root cause. The explanted unit was later returned for analysis. No resulting adverse patient effects were reported.